Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function test and device-device interaction testing (sample ran on machine). The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the customer in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.